Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on 12022. On the same day the sensor had been inserted, the patient developed a skin reaction that consisted of itching, rash, redness and inflammation. The patient consulted a doctor and they prescribed oral antibiotics and topical antibiotic cream (fucidin h cream). The patient recovered after the treatment. At the time of the report, the patient was feeling better. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.